Event description:
It was reported by the patient¿s family member two weeks post implant that when the patient drives, the patient feels a tapping in their device and has to pull over because the patient feels like they are losing their breath. It was also reported that the patient had gone to the emergency room twice, once for the symptoms from driving and the other right after the device was implanted because the patient felt like their ¿chest was going to explode¿. Device settings were reprogrammed the first time at the emergency room. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).